Manufacturer narrative:
Clarification to b3 date of event: partial date provided as december 2024. Clarification to d6a implant date: partial date provided as 2021. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.